Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was confirmed. However, a evaluation was performed and a 180 series scope can no longer be connected, no image available due to a faulty printed circuit board and the base plate showed corrosion. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, defective video processor, can no longer be connected. There was no image transmission. The spiral cable was already changed, but without success on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. As a result of DHR review, it was confirmed that the device met its standards at the time of shipment. The device was returned and inspected. Based on the results of the legal manufacturer's investigation, (1) the phenomenon of ¿180 series scope and the camera head cannot be connected properly¿ was determined to be due to a faulty video connector socket. The cause of the faulty socket cannot be identified; (2) for the phenomenon of ¿image of 180 series scope is not displayed¿, the cause was determined to be the faulty patient board set (ap and dr boards). Since details were unknown, the cause of the faulty boards was not identified. However, it was noted for the phenomenon of "endoscope image is not displayed when the subject device is used with 180 scopes," that the design of the dr board was changed on april 16, 2018. Additionally, the technical evaluation report also mentioned wear and tear and mishandling as probably causes. The instruction manual of cv-190 describes the following, and the faulty socket and corrosion of the device might be prevented by following the descriptions: ¿[important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ // ¿[3.1 precautions for installation and connection]. Never apply excessive force to connectors. This could damage the connectors. Use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result.¿ olympus will continue to monitor field performance for this device.